Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using returned strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. Retention investigation: test strip retention samples passed the internal inspection. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation is lay user/patient.

Event description:
There was an allegation of questionable inr results for one patient tested with coaguchek xs meter with serial number (B)(4). On (B)(6) 2021, the result from the meter at 9:45 pm was 3.1 inr. The repeated result from the meter at 9:47 pm was 1.0 inr. The patient could not recall if the same finger was used in the repeated test. On (B)(6) 2021, the reporter noted that blood was dripping below the blue oval cover of the meter. The meter was then cleaned with 70% alcohol and was allowed to dry overnight. The therapeutic range is 2.0 to 3.0 inr.